Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the IV pole was broken, resulting in exposed sharp metal edges. There was patient involvement, however there was no consequence or impact to the patient.